Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown) the device gave a "shock advised" determination however would not discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.